Event description:
It was reported that during a coronary artery stenting treatment a stent dislodgement occurred. The lesion being treated was located in the non-tortuous, non-calcified left circumflex. Access was obtained via the right femoral artery with a 6f non-bsc introducer sheath. The 3.0x32mm ion stent was advanced over a 0.014" non-bsc guide wire and during attempts to place the stent, it became entangled on something within the lesion and dislodged from the delivery system. The device was successfully removed with no patient consequences. Following multiple dilations with a 3.0x20mm apex balloon another 3.0x32mm ion stent was placed with less than 10% residual stenosis. There were no reported patient complications and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment, a stent dislodgement occurred. The lesion being treated was located in the non-tortuous, non-calcified left circumflex. Access was obtained via the right femoral artery with a 6f non-bsc introducer sheath. The 3.0x32mm ion stent was advanced over a 0.014" non-bsc guide wire and during attempts to place the stent, it became entangled on something within the lesion and dislodged from the delivery system. The device was successfully removed with no patient consequences. Following multiple dilations with a 3.0x20mm apex balloon, another 3.0x32mm ion stent was placed with less than 10% residual stenosis. There were no reported patient complications and the patient status is okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion mr stent only. The stent struts were damaged and stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent dislodgement inside the patient. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).